Event description:
Healthcare professional additionally reported the event of hematoma.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) not related to any additional complaint infection record reported as of today.

Event description:
Healthcare professional reported "right implant was always a little bit lower and volume seemed to be a little bit less as the swelling went down".

Event description:
Healthcare professional additionally reported "chronic infectious capsule". Device has been explanted.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified red particles in the surface of the shell, a broken shell and the device was underweight. A microscopic analysis was performed which identified a broken striated edge in the anterior side. Based on the device analysis the final assessment is: a striated broken edge in the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.